Event description:
The end user called stating that the left footplate does not adjust at the same rate as the right. They are not even when adjusted all the way to the bottom. He also stated that the chair was bought online and when it was bought from (B)(6) he was not fitted at all. He ordered the chair based on a chair that he was using at the facility and he says the chair doesn't fit him properly. He claims that the anti tip bar tips have been swapped out at his facility and he's not sure how that happened.